Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak coming from the left side of the coulter lh780 hematology analyzer below the rockerbed. Customer reported that they suspect the leak was coming from the area of vl 95-98. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the tubing at the retic clearing solution pump (pm6) had disconnected at the feed-thru fitting (ff) 39-p. The fse replaced the tubing at ff39-p and added a sleeve on the tubing to reinforce it. The fse found a small leak at the needle cartridge and replaced the sample line of the aspiration station. There was no further evidence of leaking after the repair. The fse verified the repairs were performed per established procedures. The fse performed preventive maintenance. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).